Event description:
Pt underwent a hemorrhoidal stapling and many attempts were made to pass the staple line being unsuccessful. Injection of gastrograffin dye showed a stricture at the point of transaction. Pt tolerated procedure well, however, needed to be transferred out for higher level of care.